Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While unpacking the pump in catheterization laboratory, 0.018-inch guidewire was found to be kinked. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation product damage (cannula kink) has been completed. No product/images were returned and logs are not applicable. The root cause of the guidewire damage was not determined since product was not returned and insufficient clinical details were provided. B3 date of event was inadvertently reported incorrectly on manufacturer device report. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on manufacturer device report.